Event description:
It was reported to us through a protegen sling marketing survey that following a vesica protegen sling placement, the pt experienced an infection, necessitating removal of the protegen sling. No further info is available. No product was returned for eval.